Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported link/suture detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6fr sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link break was noted with the first proglide device when the plunger was removed. A second proglide device attempted; however a suture break was noted after harvesting the suture. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22fr and the taa procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures of two proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.